Event description:
Boston scientific received information that during a follow up loss of capture was seen on this left ventricular lead. A lead dislodgment was suspected. A repositioning procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that this left ventricular lead was explanted and will not be returned.